Event description:
While investigating a (B)(6) male patient's electrode belt for an unrelated issue, a reportable problem was discovered. The electrode belt failed a defibrillator test. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation the electrode belt failed a defibrillator test. The cause for the failure was isolated to a physically damaged u728 analog switch on the distribution node pca board. The root cause for the damaged u728 component could not be positively identified. No adverse event resulted from the defective u728 component. The patient received a replacement electrode belt.